Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power cable was confirmed via visual analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review. The event log file spanned approximately 4 days ((B)(6) 2022, (B)(6) 2000 per timestamp). Events on (B)(6) 2000 are from when the system controller clock was not set after the controller was exchanged and events on this date contained no notable events. There were no notable alarms in the log file. Pump operation was not affected. The system controller was observed to have damage to the cable jacket of the white power cable that exposed the layer beneath. Inspection of the cable showed no damage to the underlying wires of the cable and the controller did not alarm when the cables were manipulated while connected to a mock loop. The system controller was able to pass all stages of preliminary and functional testing with no issue. The controller was able to operate on a mock loop for an extended duration with no observed alarms. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a tear to controller power cable. Patient was given new primary controller.